Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient got hit in the head and the deep brain stimulation (dbs) no longer worked. The caller stated she periodically got headaches behind her forehead and her left eye. The patient was directed to the health care professional (hcp) to discuss the symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 3387s-40 lot# va04fbp serial(B)(4) implanted: (B)(6)2013 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they are at end of service with their device (eos). There is no allegation/dissatisfaction with the ins longevity. The patient reported having a sudden return of her left hand tremors after she was hit in the head in june. Patient says she was hit on top of her head between the two holes and patient believes the left side lead wire was "disconnected". The patient was asked if the healthcareprovider confirmed this but the patient has not seen an healthcare provider for this issue.